Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump passed sleep current measurement, active current measurement and displacement test. Pump error alarmed during self test and confirmed in pump history with variable due broken trace at pin 1 on u1 keypad assembly. Pump received error due to non-sleep anomaly software error.

Event description:
It was reported that insulin pump had multiple pump error alarm. The customer¿s blood glucose was 4.1 mmol/l. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Then self test was performed and the test was failed. The customer was advised the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.